Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician tested the device by deploying the first band; however, the bands got twisted up and no more bands will deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted presence of residue indicating use/handling. The suture was broken with portions still attached to the ligator head and the trip wire loop. The trip wire was secured in the handle assembly slot. There was no issue noted with the extension tube, adaptor ring and the ligator head teeth. Four bands remained on the ligator head and were moved out of position. Two bands were deployed and one of the deployed bands was broken. Functional evaluation was performed by turning the handle and an audible click was heard. Based on the condition of the returned device, the complaint that the band failed to deploy was confirmed. However, given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician tested the device by deploying the first band; however, the bands got twisted up and no more bands will deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event.